Manufacturer narrative:
Device evaluation: visual inspection revealed the tip of the device is fractured. Potential cause: root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimmer biomet control. Device use: this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.

Event description:
It was reported that the tip of the final driver shaft broke off during final tightening of the plug during surgery. The tip was retrieved and another driver was used to complete the procedure without patient impacts.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tip of the final driver shaft broke off during final tightening of the plug during surgery. The tip was retrieved and another driver was used to complete the procedure without patient impacts.